Manufacturer narrative:
Physical analysis cannot be performed. Implant not returned. Customer reported inadequate bone quality/bone quantity and mobility.

Event description:
Mobility and inadequate bone quality/bone quantity were reported. Bone quality at the time of implant failure type I. Time of loss in relation to the implantation was 1 to 5 years after prosthetic restoration. Primary stability and osseointegration was achieved. Patient is a smoker.